Event description:
It was reported that there was damage to the pump housing and usb port which impacted the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to allow the pump¿s battery to fully deplete before returning it, and a replacement pump with updated software was sent. The customer was instructed to return the problematic pump using a pre-paid label and understood the steps required for setup and return.